Event description:
A report was received that the patient's ipg would not allow the remote controls to make adjustments and could not link to the clinician programmer for device interrogation. It was believed that a monopolar electrocautery was used on a non-device related surgery. The patient will undergo an ipg replacement. Device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's ipg would not allow the remote controls to make adjustments and could not link to the clinician programmer for device interrogation. It was believed that a monopolar electrocautery was used on a non-device related surgery. The patient will undergo an ipg replacement. Device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Cautery damage was suspected related to the non-device related surgery. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.